Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced a new onset of a golf sized swelling in the scrotum area, around the inflatable penile prosthesis (ipp) pump. The patient has chills and fever but denies pain, heat or drainage from the area. The patient states that now he is unable to locate he deflate button because of the swelling. The patient called his doctor and has an appointment with him on (B)(6) 2021. Patient services specialist recommended him to call his dr. Again if it get worse or to go to the emergency room if needed.